Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had failed drawer boards and pyxibus module controller board. A field service engineer replaced both boards and continued testing, failed drawer boards were identified from inventory. Additional boards were tested, and three more were found to have failed the ohm test. The faulty board was replaced with a good board and functionality was tested successfully. The customer verified operation with inventory counts. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, machine would not turn back on. User tried to restart it by power cycling it, but issue persisted. There were no adverse events or injuries reported based on this event.